Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 580 mg/dl. It was stated that the customer was experiencing excessive thirst, nausea, vomiting, and an excessive urination. Troubleshooting was performed. The time and date was incorrect. Assisted the mother to correct them. Reviewed the alarm history and found multiple no delivery alarms. Instructed the customer to run a fixed prime test and the insulin did exit. Advised the customer to change the infusion set and reservoir. The caller stated that the infusion set and reservoir were changed due to the alarms, but he still is experiencing high blood glucose. It was stated that the customer was treated with an insulin drip and started back on the insulin pump while being at the hospital, but his glucose level begins to elevate again. The mother stated that she is concerned about the device and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.